Event description:
No additional event info.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6 and h11. Review of the most recent repair record determined the device was not cutting properly; the swivel and control bar were loose, the width plate was damaged, the ball plunger was worn, the control bar, ball plunger, and pins were out of position, and the device was out of calibration. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause has been identified as a manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4) once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery, the unit needed anual preventive maintenance. Device cut too thin, "skipping" no longer picking up skin. There was no information available regarding the patient impact. Due diligence is in process; no further information is available.